Event description:
It was reported that catheter issue occurred. An opticross hd imaging catheter was selected for ultrasound examination for the 40% stenosed, moderately tortuous and moderately calcified target lesion. During preparation, the air was not completely removed. The image was lost and completely dark during pullback. Another of the same device was used to complete the procedure. There were no patient complications reported.